Event description:
It was reported that the pump touch screen was delayed in responding. During troubleshooting with tandem technical support, it was determined the pump was functioning as intended. Customer reported blood glucose level displayed as "high", specific valued was not provided. Customer administered a correction bolus via the pump to address the high bg.